Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, there was resistance trying to insert the proglide into the patient anatomy due to the patients large body habitus. After some manipulation it was able to be inserted; however, there was difficulty lifting the lever to open the foot so the sutures were not deployed. An attempt was made to remove the device; however, it could not be removed and the sheath portion separated from the distal guide. A small cut down was made to remove the device from the patient anatomy. The sutures of two new proglide devices were then successfully pre-placed. The sheath was up-sized to a 14f and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.